Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, after several inflations at 8 atmospheres for approximately 2 to 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good post procedure.

Event description:
It was reported that balloon rupture occurred. A 2.50 mm x 12 mm emerge balloon catheter was advanced for dilatation. However, after several inflations at 8 atmospheres for approximately 2 to 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good post procedure. It was further reported that the 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery.